Event description:
The customer called and reported the insulin pump was not delivering insulin. Customer's blood glucose was over 600 mg/dl, which was treated with manual injection. Troubleshooting was performed. Customer was blind, did not have someone around to assist her, and refused to remove the infusion set or disconnect. No air bubbles were reportedly found in the tubing. Customer was advised to call her doctor or go to the emergency room.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.